Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported alleged sparks came from the power cord of the patient's external device unit whenever attempts were made to turn on the device. Further examination of the device revealed the cause was believed to be linked to the power supply cord being frayed. No sparks were present upon examination of the external device unit when it was turned on. A replacement device was sent to the patient and addressed the issue. The patient was never injured as a result of the alleged issue occurring.